Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control data, which indicated results were within range. A siemens headquarter support center (hsc) determined that the customer is not spinning the sample tubes as per the tube manufacturers recommendations. The cause of the sample being spun outside of tube manufacturer's specifications is failure to follow instructions. There were no instrument files available for review and hsc could not analyze the instrument data. The cause of discordant, false low hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on an emergency room patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it as the patient was pregnant. The sample was repeated on an alternate dimension exl instrument and on the original instrument, resulting positive for hcg. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.